Manufacturer narrative:
The insulin pump was received with physical damage cracked and bleeding lcd glass. Unable to perform the displacement test due to display anomaly. The insulin pump has minor scratched lcd window, cracked case near display window corners, battery tube threads cracked, cracked reservoir tube lip, reservoir tube cracked and missing end cap sticker.

Event description:
It was reported that there appeared to be a large ink spot on the display window of the customer's insulin pump. The customer's blood glucose was not known. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.